Event description:
Customer posted in saalt's (B)(6) group noting that their iud was removed while wearing their saalt cup. Saalt asked the customer to email us so that we could learn more about the situation. The customer emailed saalt and saalt requested additional information about the customer's experience. Saalt asked the customer if their iud strings were cut short, if they talked to their medical provider about using the cup, and we asked about their removal methods. Saalt also asked which type of cup the customer was using. Finally, we asked for photos of the cup. Customer responded and explained their experience in detail. They explained that their iud was due to be taken out in 2 months, so they were not surprised that it came out. Additionally, their doctor had told them it was okay to use the cup along with the iud. When the iud was expelled, the customer had been bearing down and hooking their finger around the rim of the cup to pull it out, and suspects that their removal method was the reason why their iud came out. They also provided their address, phone number, birth date, and a photo of the cup. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."